Event description:
It was reported that the check valve of a continu-flo solution set with duo-vent spike cracked, resulting in leakage of magnesium sulfate. The issue was identified during tubing priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.